Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer malfunction. A field service engineer verified that the retractor band was tight and likely contributing to intermittent failures; therefore, a replacement retractor band was installed to rectify the problem. The system functioned as intended after the field service engineer troubleshooted the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported by the customer that the pyxis anesthesia es system had a assessable drawer 2.1 intermittently encounters an error that results in its closure. A customer has reported that a user was unable to dispense medication due to a malfunction which had resulted in a delay inpatient care. There were no adverse events or injuries reported based on this event.